Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the outer insulation of the lead was observed to have blood ingression. Electrical resistance and cross continuity test results were within specification. Visual analysis inspection found the proximal conductor distorted and outer insulation breached and blood ingression. The physician tied two silk sutures directly onto the lead and compressed the outer insulation and the conductor. Over time these stresses compromised the integrity of the lead by compression the outer insulation. The breach insulation did contribute to the electrical complaints. Concomitant medical products: product ID sedr01 ipg, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became distorted while in vivo and the outer insulation of the lead was observed to have blood ingression. Electrical resistance and cross continuity test results were within specification. Visual analysis inspection found the proximal conductor distorted and outer insulation breached and blood ingression. The physician tied two silk sutures directly onto the lead and compressed the outer insulation and the conductor. Over time these stresses compromised the integrity of the lead by compression the outer insulation. The breach insulation did contribute to the electrical complaints.

Event description:
It was reported that the atrial lead had high thresholds and no capture. The lead was not able to sense the p wave at the most sensitive setting. During the lead revision it was found that when the lead was implanted, it was not anchored using the tie down sleeve but rather two silk sutures were tied directly to the lead. It was noted that this may be the cause of the lead malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.